Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. As of 04/16/2024, a review of the site's complaint history does not show any additional complaints related to this product and/or this event.

Event description:
It was reported that during a da vinci-assisted bowel surgical procedure, the patient experienced a postoperative surgical site infection. The severity of the infection is unknown. It is also unknown if any medical intervention was rendered due to the complication. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.